Manufacturer narrative:
Device received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm battery out limit alarm and unable to perform any tests due to button unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and buttons were not responding. The customer blood glucose level was 435 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis. .